Event description:
Stapler misfired during laparoscopic gastric bypass. Anastomosis at that site was secured by sutures and interrupted u-clips. No further injury or complication after above intervention. Additional monitoring of pt verified no further complication.